Event description:
This pt was admitted for coronary intervention of an unk lesion. When the 2.5 x 23mm cypher sds was removed from the tray, the physician noted that the stent was shifted distally on the sds. Therefore, it was not used, and the physician changed to a different lot number and finished the procedure. There was no reported pt injury. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
Is not distributed in the us; however, it is similar to us product.